Event description:
It was reported to boston scientific corp that a contour vl ureteral stent was placed in the ureter of a pt post ureteroscopy. According to the complainant the physician was unable to remove the stent from the pt. The pt was sent to a different facility, so that the procedure could be performed under general anesthesia. Several attempts made to obtain additional pt info were unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device MFR date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation, since it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device, and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.